Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture due to a dislodgement. The dislodgement was confirmed via x-ray. A revision procedure was performed where the lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.